Manufacturer narrative:
The electrode lot number is i49. The expiration date is 04-feb-2024. The investigation reviewed the last calibration performed on (B)(6) 2023; the results were within specifications. The investigation reviewed the qc recovery; the results were within -2 standard deviations. There is no indication of a performance issue with the reagent. The field service engineer inspected the module and noted that the issue was due to a compromised sample probe and vacuum nozzle. The fse then replaced the sample probe, spring, vacuum nozzle, all electrodes, and the pinch tubing. The fse performed calibration, qc, and ion-selective electrode (ise) checks with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from six patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated they were seeing results that were lower than normal prompting the rerun of the patient samples. The patient samples were rerun on a different line. The reporter was able to provide two patient samples with discrepant results: the initial results were not reported outside of the laboratory. Sample (B)(6). The initial result from the line was 129 mmol/l. The repeat result from the other line was 136 mmol/l. Sample (B)(6). The initial result from the line was 134 mmol/l. The repeat result from the other line was 142 mmol/l. The repeat results were deemed correct.